Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was unsure of the cause of the alarm. The customer's blood glucose was 233 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. Through troubleshooting, the customer performed a 5 unit fixed prime, and the customer stated that insulin did exit. The customer was advised that the issue maybe related to the insertion site due to a bent cannula or insertion site occlusion. The customer was advised to change the entire infusion set. The customer was advised to attempt to bolus the rest of original programmed delivery. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.